Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.corrections: relevant tests/laboratory data: calcification present at the access site.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is being filed under a separate medwatch report number.na

Event description:
It was reported that an arteriotomy closure of the left common femoral artery(lcfa) was attempted using a proglide device with a 6f sheath after an interventional aneurysm repair on the right common femoral artery. The sheath size was maintained at 6f at the lcfa and was not upsized. Reportedly, two devices were attempted on the lcfa; however, there was no suture present when the plunger was removed on both devices. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.